Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The device had received with minor scratches on lcd window, cracked case at display window corners, and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and keypad issues. The device started to alarm and the buttons stopped working. Customer was attempting to administer insulin and the numbers started to scroll. Customer's blood glucose was unknown. Customer stated the keypad wasn't responding prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.